Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092-58, lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead was not capturing in bipolar or unipolar configuration. Atrial capture management indicated to be high in bipolar configuration. It was also reported that the electrocardiogram indicated only noise present with no discernable p-waves. The device was intermittently tracking noise. The lead was turned off and the device was reprogrammed from dddr to vvir with doctors permission. No patient complications have been reported as a result of this event.